Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's reported blood glucose level were 36 mg/dl, lower 100's mg/dl and 106 md/dl. The customer was treated with carbohydrates for low blood glucose level. The insulin pump will not be returned for analysis.